Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. On an unspecified date, the option-lok male adapter of the tubing set was connected to an unspecified central venous catheter and was being used to deliver an unspecified volume of total parenteral nutrition (tpn), via a plum pump. It was reported that during a change of sterile solution containers, the nurse twisted the luer connection of the option-lok make adapter of the tubing set and the central venous catheter. At this time, the distal tip of the option-lok male adapter cracked. It was reported that a piece of the option-lok male adapter of the tubing set remained lodged inside the female adapter of the central venous catheter connection. The customer contact reported that a surgeon was notified and reportedly, the central venous catheter connection was "repaired" by the surgeon. The central venous catheter remained in clinical use. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.